Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed. The reported observation was confirmed through data analysis. The device was found to have failed final pack testing which was determined to be an expected finding based on the reported observation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, during pre-implant interrogation, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was never in service and returned for analysis. No patient involvement.